Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted into a patient using a amplatzer torqvue 45x45 delivery sheath. Prior to procedure it was noted that there was a small pericardial effusion. On (B)(6) 2022, a transthoracic echocardiogram (tte) revealed that the pericardial effusion had grown to 8mm. The patient is reported to be stable. No intervention or treatment was performed. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.